Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A sample received consists of one (1) cassette product. A sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received don't present any damaged, kink, cut or condition that could cause failure mode. The sample was received without a blue clip. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification. The pump tube height fails; however due sample was received in used conditions it is possible that the pump tube height was modified during the use. The sample received was connected to the cadd legacy plus to look for unusual functions. The sample could be connected without problem; the sample passed the test. The reported issue was not confirmed. The root cause was undetermined.

Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, an audible alarm was noted, and infusion stopped. Subsequently, the cassette was changed. No patient was involved in this event. No adverse effects were reported.